Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2016 with the following findings: during investigation, the keypad cover was found to be intact with no evidence of peeling or damage. The ok button was not responding; all other keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found with the button contacts. The pump was opened and there was evidence of moisture damage found on the keypad flex cable and connector along with keypad circuit components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the keypad buttons were under responsive. The customer alleged that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.